Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report: 1627487-2021-13954, related manufacturer report: 3006705815-2021-02311. It was reported that the device system was explanted due to an unknown reason. There were no complications during the procedure. Patient was stable.